Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (enter catalog number vamf4036c150tu, serial number (B)(4), use by date 2018-08-24 and upn# (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented for follow up on an unknown date. A recent CT revealed a type iii separation endoleak between two valiant stent grafts. The physician elected to implant another valiant stent graft and the type iii separation endoleak was resolved. Per the physician, the cause of the type iii separation endoleak was due to the patient¿s anatomy remodeling. No additional clinical sequelae were reported and the patient is fine.